Event description:
After a catheter revision, the patient experienced pain over the pump and catheter site, and at the tip of the catheter. The patient had worsening pain in her lower back and hip, which extended down into her leg. The pain was so severe that the patient's mobility had deteriorated. The hcp suspected that the pump or catheter was placed on a nerve. The implanting neurologist told the patient there was nothing wrong. It was also reported that the patient was experiencing symptoms related to an inflammatory mass. The medication dosage had been increased frequently to maintain the same effect. The patient was referred to a different neurologist. The patient had an appointment to move the pump and catheter. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.